Manufacturer narrative:
Manufacturing review: the device history records were reviewed with special attention to the raw materials, subassemblies, manufacturing process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Visual inspection: the sample was returned with the product packaging and label. The outer catheter was observed to be separated from the distal tip. Catheter bunching was observed at the strain relief and bifurcate. No other anomalies were observed to the catheter. Functional/performance evaluation: the guidewire was unable to be removed from the crosser catheter, likely due to the bunching at the strain relief and bifurcate. Medical records review: medical records were not provided for review. Image/photo review: images/photos were not provided for review. Conclusion: the device was returned. The investigation was confirmed for device-device incompatibility, as the guidewire was returned inserted through the crosser catheter and was unable to be removed. The investigation was confirmed for material separation based on the condition in which the sample was returned. The definitive root cause could not be determined based upon the available information. It was unknown if procedural issues contributed to the reported event. Labeling review: the current IFU (instructions for use) states: warnings and precautions: prior to use, the packaging and product should be inspected for signs of damage. Never use damaged product or product from a damaged package. Set up: back the rigid portion of the catheter out of the end of the hoop, then carefully unsnap the catheter from the hoop with a gentle twisting motion. Attach the irrigation system to the irrigation lumen on the proximal end of the crosser catheter. - for the crosser catheters 14p, 14s, and 18 only, flush the guidewire lumen of the crosser catheter using a standard 10ml syringe with heparinized saline. Interventional use: load the crosser¿catheter 14p, 14s, or 18 over the wire and introduce through rhv. Take care not to damage the tip of the crosser catheter during introduction; no resistance should be encountered during this process. Warning! Use extra caution when loading the crosser catheter 18 over a .014¿ or a ¿docking¿ wire, as the significant mismatch in diameters may increase the likelihood of guidewire lumen piercing. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during preparation for treatment in the sfa the guidewire was allegedly unable to load through the recanalization catheter. There was no patient contact.